Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that a smiths medical set, administration, intravascular air bubbles were observed and after a complete system change, the infusion was slower than usual. No adverse patient effects were reported